Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the day following a device replacement procedure; this cardiac resynchronization therapy pacemaker (crt-p) revealed impedances greater than 2,500 ohms with no stimulation on the right and left ventricular channel. (Rv and lv lead model and serial unknown, suspected competitor's leads). A revision procedure was performed. It was noted that the issue was with the proximal pole of the rv lead (rv ring). The configuration of the lv lead had also been programmed to the rv ring; therefore, the same out of range measurements were observed. The rv and lv leads were reprogrammed and the issue was resolved. All measurements were within normal limits. The device could stimulate successfully to the patient. A connection issue was suspected to have contributed to the out of range measurements. The pacing system remains implanted and the revision procedure was successfully completed. No additional adverse patient effects were reported.